Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported. Investigation summary; investigation determined the complaint record did not involve a failure/malfunction of the nihon kohden product. The issue was caused due to the failure of a non-nihon kohden manufactured accessory device. No further investigation is needed through the corrective action and or preventative action (CAPA) process. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: ups: model #: abce422-11med. Serial #: (B)(6). Device manufacturer data: ni. Returned to nihon kohden: 08/26/2021 not an nk device or a medical device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report:

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported.